Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with approximately 165 units of insulin. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 122 mg/dl.